Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms was confirmed via the submitted log file; however, these alarms were due to routine battery depletion. The system controller, serial number (B)(6) was not returned; however, the log file was submitted for analysis. The submitted log file contained data spanning approximately 6 days (22jun2021 ¿ 28jun2021 per the timestamp. The log file captured low voltage advisory alarms while connected to battery power on 28jun2021 from 09:17:35 to 10:28:50 due to routine battery depletion when the rsoc voltage was at approximately 1.5 volts. The alarm continued until both power cables were disconnected from battery power and the controller shutoff sequence began. The heartmate 3 system controller, serial number (B)(6) was not returned for analysis. Provided information stated that the exchanged controller is still functioning and is now the patient¿s backup controller. It will not be returning. In addition, the cause of the controller exchange provided by the patient was that the patient was confused and that the exchanged occurred due to red heart alarms for deleted batteries. The root cause for the reported event was determined to be routine battery depletion. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 28jun2020. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries, power module, mobile power unit, and universal batter charger, and how to switch between power sources. This section explains how to properly switch between power sources and states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Heartmate 3 patient handbook section 2 "how your heart pump works" and heartmate 3 instructions for use (IFU) section 2 "system operations" state that the backup battery is intended only for backup power during a power emergency. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller was still functional. It was now the patient's back-up controller. The patient was confused at the time of the exchange. The exchange was done due to red heart alarm for depleted batteries. The patient remained in the hospital for ongoing care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient was found down in the house with four depleted batteries, a disconnected driveline and the pump stopped. Emergency medical services (ems) connected patient to backup controller upon arrival and were able to locate mpu (mobile power unit) to get pump restarted. The patient was then transferred using batteries. The patient was admitted to the hospital on (B)(6) 2021 and was in cardiac intensive care unit confused so an accurate history of events could not be obtained. Log file review displayed on (B)(6) 2021 that the patient had low power advisory caused by batteries running down below the low voltage advisory threshold. This occurred up until 10:19 when the driveline was disconnected. The patient was confused at the time of the exchange. The exchange was done because of red heart alarm for depleted batteries. The controller would not be returned because it was still functional and would be used as the patient's back-up. The patient had community onset (B)(6) with (B)(6) blood cultures around the pump. The patient was being treated with (B)(6). The labs returned to baseline on IV (intravenous) antibiotics. Wound vacuum assist closure to thoracotomy incision over the pump was done. The patient had elevated aspartate aminotransferase (ast) and alanine transaminase (alt) from (B)(6) 2021 to (B)(6) 2021. As of (B)(6) 2021, the patient remained in the hospital for ongoing care. Related manufacturer report number of pump: 2916596-2021-04058.